Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that the needle did not vibrate before surgery. The surgery was completed on the same day by replacing with new product. The procedure type was unknown. There was no patient harm.

Event description:
As a result of an internal review of the file, following submission of the initial report, it was determined that the information provided for this event ¿needle did not vibrate¿ (the event code has been changed to phaco tip issue unacceptable) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
As a result of an internal review of the file, following submission of the initial report, it was determined that the information provided for this event ¿needle did not vibrate¿ (the event code has been changed to phaco tip issue unacceptable) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).